Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of two inappropriate shocks while the patient was running. The patient was seen in the hospital emergency department following the shock therapy and was noted to be stable and was released with the plan to follow up with their physician on a future date for exercise stress testing (est). It was noted that the patient morphology differed from the morphology at initial s-ICD screening. Additionally, it was noted that the patient now has a left bundle branch block (lbbb) that was not present at initial s-ICD screening. The patient suffered from post traumatic stress disorder (ptsd) as a result of the shock therapy and was referred for counseling. Technical services (ts) discussed performing est with the smartpass feature on and off. Est was performed and t-wave oversensing was noted in secondary sensing vector at an elevated heart rate with the smartpass feature on and off. No t-wave oversensing was noted in primary sensing vector, however, the physician would like to further evaluate this sensing vector with the smartpass feature on and off. Additional est has been scheduled for an unknown future date. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.